Event description:
A nurse contacted baxter's technical service center to report the home patient (hp) felt very full after the last fill on the homechoice device. The hp performed a manual drain of approximately 4200ml. The programmed fill volume was 2500ml. This event meets overfill criteria. The technical service representative swapped out the machine. The hp had not reported any symptoms or other drain volumes that meet increased intraperitoneal volume (iipv) criteria. The hp's nurse confirmed there was no patient injury or medical intervention associated with this report and that the hp was doing well with the following treatments. No allegations were made against any of the hp's dialysis products.

Manufacturer narrative:
(B)(4). Device evaluation expected, but not yet completed. Any results of evaluation will be provided in a follow up emdr.

Manufacturer narrative:
(B)(4). The rite (return instrument test/evaluation) test was performed when the device was returned to the baxter tampa bay facility for evaluation. The device failed the homechoice rite functional test (B)(4). The homechoice rite electrical test (B)(4) passed. The homechoice rite functional test was performed and failed due to timeout occurring during fill 1. A manual drain off-cycler would not be able to be confirmed in the logs nor duplicated during the pal evaluation. The pal did not confirm any failure or malfunction of the device that would have caused or contributed to the reported difficulty; the root cause is undetermined. Review of the service history revealed the previous return of the device was not for the reported problem of the iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).